Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be still inside their skin. The patient stated that the site was red and they did feel pain at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had broken inside the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received partially deployed with the slide retract fully retracted and the formed needle visible in the exposed soft cannula. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism found the hard cannula to be unseated from the slide retract. Inspection of the slide retract found damages in the channel, indicating that the hard cannula had been incorrectly installed into the slide retract. The incorrect installation resulted in the hard cannula becoming unseated during deployment which caused the exposed formed needle. The exposed formed needle contributed to the reports of the cannula still being in the skin during removal and the reported pain and irritation at the infusion site. Inspection of the cannula subassembly found the portion of the formed needle that was exposed to be bent and a tear was found in the exposed portion of the soft cannula that allowed fluid to leak from the fluid path. The timing and cause of these damages could not be determined. The download data from the pod showed that an 0x18 alarm had been generated, indicating that the pod ran to an empty reservoir. The reservoir was confirmed to be empty upon inspection.